Event description:
Customer called on (B)(6) 2012 reporting that the baths of the coulter ac.t series analyzer were overflowing. Customer was wearing personal protective equipment consisting of gloves and a labcoat and no injury or exposure was reported. There was no impact to patient results and therefore no change to patient treatment was attributed to this event. Upon review of the service record for this instrument, it was noted that a prior report of a similar event had occurred on (B)(6) 2011. Please see medwatch #1061932-2012-00564 for the report of the event which happened on (B)(6) 2011. Field service engineer (fse) was dispatched but did not observe the baths overflowing. However, the fse found that the peristaltic waste pump was not turning and proceeded to replace the peristaltic waste pump. Root cause of the issue was attributed to the peristaltic waste pump not turning.

Manufacturer narrative:
Evaluation- results: root cause of the leak was attributed to the peristaltic waste pump not turning. Bec identifier for this report is (B)(4).